Event description:
It was reported that the battery pack on zimmer pulsavac plus seemed unusually hot though the device functioned and performed without any issue. Additional clinical follow up with the hospital indicated that the staff reported the battery pack was found to have been unusually hot after the procedure had completed. This device had been used without incident or issue for the planned procedure. There was no knowledge regarding whether the cable had been cut prior to the battery pack being reported as unusually hot. The product had been disposed of at the end of the procedure and will not be returnable. There was no reported harm to any staff. There was no report of smoke, sparks, or fire from the battery pack.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A review of the manufacturing records was performed for part number 00-5150-475-00, lot 61890131. This lot was manufactured and released into inventory on 10/21/2011. There were no nonconformances during manufacture that would be related to this complaint. All testing requirements were met. The complaint could not be confirmed. The device was not returned for analysis. A chemical reaction within the batteries generates heat during operation of the unit. The amount of heat can vary depending on the length of run time and load setting (low vs high trigger mode).